Event description:
Caller reporting on epipen that has a markings issue and missing the yellow mark. She noticed the missing mark following the steps on the instructions label (step 4). Caller will call (B)(6) for replacement.